Event description:
Follow up information identified patient underwent ipg replacement. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge his ipg for at least three months. In time, the ipg became inoperable, as confirmed by the territory manager. Patient may be awaiting ipg replacement.